Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193-88, implantable pacing lead, (B)(6) 2005; a 7121, implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.